Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer reported that they checked the device and it was working ok. The customer also stated that the client was just confused when they reported the failure and thought it was the same problem as another device.

Event description:
The customer reported after the oxygen pressure was applied to the ltv lap top ventilator 2200 they can hear a big leak during use on a patient. At this time, there is no information regarding patient harm associated with the reported event.